Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) for the disposable cuff with plc and protective sleeve, 24 in. (61cm) - dp, sb, part number 60707015400, review could not be performed as a lot number was not provided for the reported event. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon receipt of additional information, the product return and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the cuff was leak air during a procedure. There was no harm to the patient or a delay in the procedure as a result of the device malfunction. No adverse events were reported as a result of this malfunction.